Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving hydromorphone 15 mg/ml; 5 mg/day and baclofen 360 mcg/ml; 120 mcg/day via an implantable pump. Indication for use was chronic low back pain and spinal pain. The date of the event was (B)(6) 2016. It was reported the patient experienced a sudden change in therapy/symptoms. The patient was at physical therapy (B)(6) 2016 and appeared to have overdosed. Narcan was administered; the patient responded and was now fully coherent. The patients physicians were notified. The pump was refilled (B)(6) 2016 and the daily doses of the intrathecal drugs was cut in half to 2.5 mg of hydromorphone and 60 mcg of baclofen after the overdose occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.